Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump pairing lost with the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a53 (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue is reproducible (3 attempts). The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: - gatt undefined errors coming from the ble stack. Supervisor_timeout errors. Loss of bonding after 30 seconds due to the pairing prompts not being accepted. Play integrity issue. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: ensure the phone is connected to a stable internet connection and is plugged in to charge. Open phone settings in the settings search bar search for security update under security update you should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. Click security update to check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. Apply the update restart the phone. If a customer on an outdated play services version (from 2022 or 2023) attempts to pair a device after a single update, it may not work. In such cases, multiple sequential updates are required to reach the latest compatible version for successful pairing. If only the android os (not security patch) was updated at step (e), repeat steps (a) to (e) again, otherwise, go to next step. Restart the app and start pairing process again. Helpline have made multiple attempts to contact the customer/rep to address the issue, but we have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.